Event description:
Related manufacturer reference number: (B)(4). During aveir leadless pacemaker (lp) implant procedure, it was noted the helix had gotten stuck in the cardiac tissue. Upon seeing a decrease in blood pressure, it was found that cardiac perforation occurred, leading to pericardial effusion and tamponade. A thoracotomy was performed, the lp was retrieved and the procedure was abandoned. The patient was last reported to be in unstable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.